Manufacturer narrative:
Based on information obtained, decision is not reportable as originally indicated. The procedure was completed with non-abbott generator.

Manufacturer narrative:
The reported error could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionicrf¿ generator functioned as expected throughout investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Related manufacturer reference number: 2184149-2023-00093. It was reported that the during a rf procedure on (B)(6) 2023, after completing three lesions the physician received an error message stating the grounding pad detached when a probe was added for a fourth lesion. Troubleshooting was unable to resolve the issue. As such, the procedure was completed with a competitors device.